Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic paraesophageal hernia procedure, the surgeon console displayed a yellow error message on the hand controllers, instructing to straighten and close. This resulted in a brief loss of teleoperation for 15-20 seconds. The error was dismissed to proceed with the surgery. There was no patient injury.

Manufacturer narrative:
D10 (concomitant product) h2.6 (annex b, c and g codes) device evaluation: medtronic led an evaluation of the associated device data logs for the reported surgeon console. Evaluation of the device data logs shows one instance of error code 'hand controller sensor mismatch'. The system will trigger this following error message string on the displays: 'caution: hand controller error. Center and straighten in workspace and remove hands. If error persists, discontinue surgeon console use." This error occurs when the surgeon console software detects no motion in any of the control device joints and when the engagement status of the infrared sensors does not match that of the finger paddle. Evaluation of the surgeon console confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic paraesophageal hernia procedure, the surgeon console displayed a yellow error message on the hand controllers, instructing to straighten and close. This resulted in a brief loss of teleoperation fifteen-twenty seconds. The error was dismissed to proceed with the surgery. There was no patient injury.